Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator generated a visual and audible alarm. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the device has not been completed. (B)(4).